Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with high ventricular rate (hvr) recordings. Upon examination these were due to lead noise on both the atrial and right ventricular leads. Other lead values were within normal limits. Pocket manipulation and isometrics were unremarkable. No procedure planned. Patient was stable. Related manufacturer reference number:2017865-2020-10330.